Event description:
The customer reported that the device failed a pads/padles ECG test.

Manufacturer narrative:
The customer reported that the device failed a pads / paddles ECG test. Philips evaluated the device and confirmed the customer's reported test failure. The device was repaired by replacing the power pca. After passing all tests it was returned to the customer.